Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with high out of range defibrillation impedance for their right ventricular lead. Patient then came in to the clinic where no other measurements were found to be out of the ordinary. It is suspected that it is an implantable cardioverter defibrillator can issue since all other lead measurements were normal. Physician elected to continue monitoring the patient. Patient was stable after the event.